Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The left and right side frames were returned for evaluation, and subsequent testing verified the complaint. There was a broken weld at the bottom rear of both frames. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Both side frames broken where back cane meets frame.